Event description:
It was reported that the patient feels his heart beat fast when the rate drop response (rdr) is working and does not like it. The drop size and detection have been reprogrammed. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.